Event description:
It was reported that during a laparoscopic hysterectomy, the 1st resterilized device became not to be activated properly in about 40 minutes in single tap mode. The device was used for the ovarian ligament, cardinal ligament and vesicouterine peritonea. Then, the electrode peeled away and the ceramic was damaged. An error occurred, but the surgeon did not remember the error type. Some pieces of the ceramic fell into the patient and some pieces were found outside the patient. The fallen pieces were retrieved with a forceps. When all pieces were assembled, it was found that there were no missing pieces. The 1st device had been resterilized twice prior to this procedure and it was the 3rd usage. After that, the 2nd new device was used. The 2nd device was used in single tap mode as well. Although it was activated properly for about 20 minutes, the electrode peeled away. The ceramic was not damaged in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient. The patient's condition is stable. Three devices will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device a was reprocessed per the customer. This is a single-patient use device not to be reprocessed. The device was received with the electrode missing and returned. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active road was seen. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The active road touch the jaws when they are closed, the active road to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. It is probable that the reported issues were associated with the device being reprocessed and used multiple times. Device b was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but is still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device c was received sterile in the original package. The device was opened and analyzed. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.